Manufacturer narrative:
Product event summary: analysis confirmed the reported issue. The link electronic module (lem) circuit board was replaced and software was reloaded.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a problem related with the telemetry head and repair was requested. The programmer was returned to the manufacturer for servicing. The event occurred prior to use and during setup, so there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.